Event description:
Lead crush

Event description:
It was reported by a competitor that the lead was explanted, due to crush. No patient complications have been reported since the device was removed from service.

Manufacturer narrative:
Evaluation summary: no anomalies found; proximal segment returned. Other: it was reported by a competitor that the lead was explanted due to crush. No patient complications have been reported since the device was removed from service. Actual device involved in incident was evaluated; electrical tests performed mechanical tests performed visual examination device performed according to specifications, no conclusion can be drawn, lead(s), fracture of.